Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not receiving any pain relief and had irritation in the spinal area when the stimulation is on. It was also stated that the ipg was at its end of life. The patient underwent an explant procedure wherein all devices were removed and were not returned.